Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Analysis of the catheter showed acceptable catheter testing. The connection between the pump and catheter were checked and no leaking was found during analysis.

Event description:
It was reported that while replacing the pump, there was a possible leak from the joint of the catheter to the pump. No fluid was present in the pocket. A leak did appear following removal from the pocket and application of stress on the connector. However, the pt had no clinical signs of leak. The end of the catheter and the joiner was cut off and a new pump connector was attached to the catheter along with a new pump set similar to the one explanted. A pump connector anomaly was suspected. Pt recovered without sequelae. Drugs infused were dilaudid 1.498 ug/day and clonidine 599.4 ug/day.